Manufacturer narrative:
Patient weight is unknown; patient described as not overweight. Device planned for explantation on (B)(6) 2015; it has not been reported if the device was explanted on that date as planned. The 510k information has been requested. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that it was noticed that a plate is bent and possibly broken; additionally one cortical screw is broken. Revision surgery is planned for (B)(6) 2015. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.